Event description:
Customer claims when the alarm was removed from storage, the alarm did not sound when weight is removed from the sensor. The batteries were replaced with a new supply. There's no visible damage to the outside of the alarm. There was not pt contact reported.

Manufacturer narrative:
(B)(4). Eval results: eval for the returned product shows when tested, the alarm powered on. There was no alarm sound when the weight is removed from the sensor. The tone selector and the fail safe function did not work. The battery door is missing from the unit. (B)(4).